Manufacturer narrative:
Model number/catalog number: sc-2218-50 (B)(4), model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70 (B)(4), model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort and inadequate stimulation. It was also stated that the current position of the leads gave her tachycardia. The patient underwent a lead replacement procedure and was doing well postoperatively.